Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The transducer was returned for a part evaluation, and it was found the transducer failed the dielectric strength and leakage testing due to severe gouges in the face of the transducer. The gouges are located where the transducer was failing the testing. Based on prior observations, the shape and pattern of the gouges and impact marks on the lens, it was determined that cause was impact from a gel bottle to the lens of the transducer. The system has returned to service with no similar issues reported.

Event description:
It was reported the user felt occasional electrical leakage from the c5-2 transducer. The user reported sensing a leak and having numbness, but no medical intervention was required. There was no patient harm associated with this event. The philips service engineer reported the transducer passes the leakage test. The customer¿s immediate concerns were addressed by replacing the transducer. Philips has started an investigation, and upon completion, a follow up report will be submitted.